Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: lens was not implanted. If explanted; give date: lens was not implanted, therefore not explanted. First name/ last name: unknown/ not provided. (B)(6). Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the lens was explanted. Through follow-up we learned that the lens was instead removed during the same procedure on (B)(6) 2019 because of a capsular rupture during the implantation. No incision enlargement was necessary but a vitrectomy and sutures where needed as a result. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.